Manufacturer narrative:
Lot number received and updated. PMA / 510(k) # received and updated. The percutaneous reference cross pin frame was returned for analysis. The frame was very worn with many nicks and scratches. As returned, the spring within the ratchet mechanism had been released. The spring was easily reset by pressing in the button of the ratchet mechanism. The ratchet is now fully functional and the base accepts known good perc pins without issue. With markers attached and fully seated, the frame returned good geometry and divot error readings, verifying without issue. No problem found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Manufacture date was not available on the date of filing. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an instrument used with a navigation system. It was reported outside of a procedure that a percutaneous reference frame was damaged. There was no patient present.